Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump display had a very low contrast during priming. Nothing was visible on the display. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could be reproduced and confirmed and was caused by a defective touch screen. After replacement of the touch screen subsequent functional verification testing found no further issues and the device was returned to service. As the part was not made available for further investigation, an exact root cause could not be determined

Event description:
See initial report.